Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient noticed warning power on resent (por)/call your clinician message yesterday but reported they were at the doctor's office on monday with representative to have the implantable neurostimulator (ins) activated again. Patient reached out to doctor this morning about the por code and a nurse told the patient would reach out to a representative to see what they can do to help. Patient called back and mentioned that they called the doctor's office and the representative came in yesterday (B)(6) 2017. They saw on the screen that it needed to be reprogrammed. They started to reprogram it and it wasn't co-operating. The patient replaced the batteries and then it finally turned on like the representative wanted it turned on. They put it on and did increase it and felt stimulation yesterday and felt fine. Now it was on and did not feel the stim. Patient said after the first 3 years, they turned stim off and just monday had it turned back on. Patient was having a problem, when the rep reactivated it, they felt it, she felt it perfect, she was feeling stimulation. Patient said that the representative tried all 4 programs and they felt stimulation at that time. Patient said the rep told her to try one program for one month and then move on to the next program. Patient said monday it was perfect, it was fine then yesterday, they stopped feeling stim and it has not helped her symptoms. They explained to them the body adapts and that you did not have to feel it to work. They asked if they were getting (B)(6) or better relief of symptoms. They had a small amount of bladder symptoms but they were getting (B)(6) relief since the stimulation had been back on. They did tell them the battery in their body was very low and needs to be replaced. Patient was going in to talk to the doctor today about getting it replaced. The battery was low due to normal battery depletion. The representative had it at 1.5 volts last week, and then they left it at 1.4 volts. They asked them if they were going to increase it back and they said we will see. Patient was going to have the girls in the office today increase it back from 1.4 to 1.5 volts. Patient mentioned having the stim off for 4-5 years because of what the doctors kept doing. They would adjust it. They would put it where it was comfortable and they would turn it up because they said it was too low. They went to three different doctors that did this. Patient tried to use her patient programmer (pp) yesterday. Patient clicked it to the paddle but was confused about turning on the machine, patient wanted to make sure stim was still on. Patient could tell that it was on but wanted to find out if it was stimulating. Patient did not have their patient programmer (pp) with her but will call back when she does. During the call, patient had turned it off maybe 3 years after they got it. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation.